Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of a fusion oxygenator, it was reported that there was a leak. There was no patient blood loss. The device was used. There was no adverse patient effects. Medtronic received additional information that the leak was from the oxygenator itself. Medtronic received additional information that there was no patient involved.

Manufacturer narrative:
Additional information b5: medtronic received information that during use of a fusion oxygenator, it was reported that there was a leak. The device was used to complete the procedure. There was no adverse patient effect associated with this event. Medtronic received additional information that the leak was detected during normal use, after initiating bypass. There were no issues, although the device was used. The leak was very slow. Correction g4.4 (PMA / 510(k) #): this field has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.